Event description:
Patient came in with nstemi. Went to cath lab for a coronary stent placement. Used closure device and it became stuck inside of the patient; could not get it removed. Patient was taken emergently to the or where they removed the device and repaired the femoral artery.what was the original intended procedure?pci to rca.device #1is this a laboratory device or laboratory test?no.